Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. On 06/30/2017: report was delayed due to an esg issue. Tickets (B)(4) were opened on 5/26/2017 and not resolved until 06/30/2017.

Event description:
According to the available information primary complaint - spasms. 1 x episode of vomiting. No further vomiting once spasm subsided. On (B)(6) 2017 after she had carried out her first pai. Tolerated 400mls- no hard stool passed. 45 minutes afterwards experienced severe griping pains in her lower abdomen- 'described as like a contraction'. Pain killers did not relieve pain. 1 x episode of vomiting also reported- not experienced these reactions before. No bleeding reported. Not to use until further review by hcp. Now she's fine. No perforation on CT just significant abdominal pain post irrigation. Discharged after no new abnormalities detected.